Manufacturer narrative:
This report is submitted on 2 february 2021.

Manufacturer narrative:
This report is submitted on 02 dec 2020.

Event description:
Per the clinic, the patient experienced pain / swelling around the implant site. The device was explanted on (B)(6) 2020 due to possible infection. There are no plans to reimplant the patient with a new device as of the date of this report.